Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies, none were found. Ran occlusion test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir & connector into a insulin pump. Performed pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that a reservoir caused blood glucose to be high. Customer blood glucose reading was 403 mg/dl. Customer also reported no delivery alarm but the insulin exited after priming. Customer was advised the insulin pump work as designed. The alarm was caused by occlusion of the reservoir and the set. Reservoir will be returning for analysis.